Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a button alarms 22. There was no impact to the customers blood glucose level. The customer was educated to keep items from pressing on the button. The customer stated to be unsure if the pump was pressed against body while in the pocket triggering the button alarm.